Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty aligning the charger with the ipg. It was believed that ipg migration was suspected. The patient underwent a pocket revision procedure. The patient was able to couple the ipg and charger postoperatively and was doing well.